Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device reached eri (elective replacement indicator) and was replaced due to possible premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.